Manufacturer narrative:
E1:name medtronic minimed. Street 18000 devonshire street. City northridge. State ca. Zip code: 91325. Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
Event occurred in brazil. It was reported that the patient faced hypoglycemia event on. The hypoglycemia was treated by glucose-carbo-hyderate intake.